Manufacturer narrative:
It was reported that a patient underwent a abdominoplasty procedure on (B)(6) 2012 and topical skin adhesive was used. The topical skin adhesive was left on the wound for 2-3 weeks. The adhesive was removed and patient complained of rash and red, contact dermatitis 4 days later and given a topical steroid. The patient was given an oral steroid prescription/ medrol pack.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a abdominoplasty procedure on (B)(6) 2012 and topical skin adhesive was used. The topical skin adhesive was left on the wound for 2-3 weeks. Then, two days after it was removed the patient developed red, contact dermatitis. The patient was given an oral steroid prescription/ medrol pack. Additional information was requested.